Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system delivered one inappropriate burst of anti-tachycardia pacing (atp) and has recorded alerts due to low right ventricular (rv) pacing impedance that have reached out-of-range measurements of less than 200 ohms. These measurements have remained constant and regular for years. This condition does not allow rv lead monitoring. Technical services recommended troubleshooting steps for the rv pacing impedance anomaly and technical options for atp therapy management. Evaluations could not reproduce any noise. The physician decided to keep monitoring the patient. This rv lead remains in service and no adverse patient effects were reported.